Event description:
According to the customer description: "we have discovered that when using this new lift, that the seat belt, when tightened, slips and loosens up. As soon as the seat belt is wet, it loosens off. We have tried synching it up tighter to pt, but it still loosens up. I have ordered another seat belt and tried; same result. I understand the reasoning for cleaning purposes of the plastic type material, but the seat belt must hold." Ref MFR report 9611530-2013-00077.